Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 197mg/dl. The customer states their up arrow is stuck and unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The device is being replaced.

Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. No cosmetic damage noted during physical inspection.